Event description:
The following has been reported by customer: customer reported alarming when plugging in to charge. Orange lights and loud constant alarm while connected to any power source. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log could not be extracted as the device would not switched on, therefore no review could be performed. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, the reported events are reproduced as the device is alarming with blank screen. Internal investigation found damaged cpu board. As it was noticed that the preventive maintenance was well overdue (2021). However this damage was likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.